Event description:
It was reported that during an esophagus resection procedure, the device did not cut the tissue. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: did the device not fire at all? Did the device not cut the tissue but delivered staples, or neither cut nor staple? If staples were delivered, please describe shape. Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? The customer complained that during firing of the device it did not cut and the esophagus tissue was squeezed. The device was fired 6 times before during the procedure with a golden cartridge. The cartridge was correctly inserted into the device. Additional information requested: was there any damage to the esophagus? If yes what was the damage? How was the damage to the tissue repaired? The customer complained that during firing of the device it did not cut and the esophagus tissue was squeezed. The device was fired 6 times before during the procedure with a golden cartridge. The cartridge was correctly inserted into the device. The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.